Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: was the ball of wire around the staple line malformed staples/staple wire? Or, was the ball of wire metal from the cartridge pan (bottom silver part of the cartridge)? Did the metal cartridge pan detach in the patient or at the back table during unloading of the cartridge? What was the product code of the cartridge (ecr45w, ecr45m, etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)?

Event description:
It was reported that during a bilateral nephrectomy procedure, it was reported that the surgeon was firing the stapler on the kidney and after releasing the stapler there was a ball of wire around the staple line. The bottom silver part of the cartridge was detached. No other staple firings were needed and the case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p5632z. Additional information was requested and the following was obtained: was the ball of wire around the staple line malformed staples/staple wire? Or, was the ball of wire metal from the cartridge pan (bottom silver part of the cartridge)? Did the metal cartridge pan detach in the patient or at the back table during unloading of the cartridge? What was the product code of the cartridge (ecr45w, ecr45m, etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)? I was not in the case, but was able to look at the kidney after and the ball of wire was around the staple line. The metal pan did not detach in the patient in detached after firing while unloading. I was told this happen on the 4th or 5th firing. The analysis found that the pse45a device was received in good visual condition and with an ecr45w cartridge not loaded on the device fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.